Manufacturer narrative:
The insulin pump passed the self test and displacement test. The insulin pump trace download confirmed hardware low failure alarm(variable 3), problem isolated to the keypad. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported insulin pump had hardware low level failures error. The customer¿s blood glucose was 6.2 mmol/l at the time of incident. The customer was able to clear the alarm and able to passed the self test. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.